Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to the hospital on (B)(6) 2021 with an atrial lead that was experiencing low impedance and an inability to sense. The lead was replaced, where it was discovered that a suture was going through the lead and caused the impedance issue. The patient was stable throughout.